Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture and "leaking and gel turned yellow".

Event description:
Healthcare professional reported right-side rupture with "leaking and gel turned yellow." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: crease fold observed. Stress marks. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right-side rupture with "leaking and gel turned yellow." Device has been explanted.